Manufacturer narrative:
The customer's report was observed intermittently during initial testing; however after disassembling the device to determine root cause, the customer's report was no longer seen. The device was put through extensive troubleshooting which included bench handling, power cycling, and full functionality testing without duplicating the malfunction. The lcd display was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), during med flight transport, the device's screen turned completely white and was illegible. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.